Manufacturer narrative:
The reporter's address is unknown at this time.

Event description:
Information was received indicating that the cadd administration set leaked at the filter. There was no reported injury or adverse events.